Event description:
Nurse was unable to infuse medication through tubing. The infusion pump kept alarming and would not infuse the medication. Rn said that no clamps were clamped, the infusion pump was working properly, but the rn was unable to force medication through tubing when connected to the patient. There was too much resistance. When tubing was connected the patient's PICC, it flushed easily with normal saline. Two more attempts at changing the tubing with the same lot number were unsuccessful. When an alternate lot number was used, the rn had no problems.